Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 590 mg/dl; she changed her infusion set and resumed insulin pump therapy. The customer stated that she has an absorption problem and she does not believe her high blood glucose was insulin pump related. No products were returned or replaced.